Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 125 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The motor passed the motor test. The insulin pump had a missing end cap sticker, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads and a cracked reservoir tube lip.